Manufacturer narrative:
The actual device was received without pouch. Visual inspection and functional testing (full therapy) were performed with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during use of the peritoneal dialysis therapy. No leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.